Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-20923. It was reported the patient presented remotely. Review of the transmission revealed episodes of non-sustained right ventricular oversensing due to post paced t-wave oversensing. It was unknown if the issue was due to the implantable cardioverter defibrillator (ICD) or the right ventricular (rv) lead. No intervention was performed. The patient was stable.